Event description:
Additional information received reported the cause of the event was the patient¿s fall. There were no abnormal impedances. No surgical interventions were reported. It was stated the patient¿s pain was at the battery site. No hospitalization was reported and the patient outcome was indicated as no injury.

Event description:
It was reported that the patient felt stimulation or a pinching type pain around the high sacral and low lumbar area. This occurred throughout the day in the patient's lower back. The health care provider (hcp) wondered if the connection was impacted after the patient fell about a month prior to the report, but believed that the lead did not migrate because the patient was still continent. The impedances had not been checked. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-28, lot# va00rxg, implanted: (B)(6) 2012. Product type: lead. (B)(4).